Manufacturer narrative:
All available information was investigated, and the reported leak / splash (loss of fluid column during procedure) and crack was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and the results of returned device analysis, the reported leak / splash (loss of fluid column during procedure) was due to the cracked flush port. The investigation identified the cracked flush port as a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. The reported unexpected medical intervention was a result of case-specific circumstances.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report a loss of fluid column and crack on the hemostasis valve of the steerable guide catheter (sgc). It was reported that a patient presented with grade 4+ functional mitral regurgitation (mr). While inserting a mitraclip steerable guide catheter (sgc) into the anatomy, a loss of fluid column was observed. Additional aspiration was required. Air was only observed in the device, and did not enter the anatomy. It was noted that the hemostasis valve was cracked. The device was removed through the femoral vein. Another sgc was prepared and completed the procedure successfully. The mr was reduced to grade <1. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.